Event description:
Philips received a complaint from the customer on the v60 indicating that it displayed error code 1007 machine and proximal pressure sensors failed message. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse). Customer believes that the issue was caused due to old style cable between the da and mc pcba. The rse suggested sharing the pictures of the cable; however, the customer did not provide an update about the needed information. Multiple attempts have been made to obtain further information about this case, but no response has been received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.